Event description:
Additional information was received. The following date, an echo showed nor abnormality's. The patient's pacing indications allowed for aai pacing mode. This lead remained in place. At this time, there is no intended revision.

Event description:
Boston scientific received information that during the implant procedure of this right ventricular lead, the helix mechanism became stuck at the tricuspid valve. Following technical service recommendations, the lead was gently pushed and/or pulled while rotating counter clockwise to free the helix from the valve tissue. Despite attempts, the lead tip could not be removed. Further visual observation revealed this was stuck in a structure in the vena cava; possibly the eustachian valve. Traction was applied, but stopped due to a painful sensation. A decision was made to leave this lead tip where it was and program the device to aair pacing mode. No adverse patient symptoms were reported.

Manufacturer narrative:
According to available information, this lead remains implanted. It is unknown if a further procedure will be performed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.